Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event. Additionally, it was reported that insulin was not seen exiting the cartridge tubing. A new cartridge was loaded to address the event and insulin delivery was resumed. Customer's blood glucose was 350 mg/dl.